Manufacturer narrative:
Correction: device analysis report has been amended with the patient details. Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to infection and extrusion of receiver/stimulator.